Manufacturer narrative:
The device has not been received. When the device is received and completion of the analysis has been performed a supplement report will be submitted.

Event description:
Medtronic received report that during a 10 mm cerebral aneurysm / flow diversion procedure, after flushing of the microcatheter and delivery of the flow diverter, a hole was identified in the catheter. The anatomy was reported to have medium in tortuosity and medium in size diameter. No injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.